Manufacturer narrative:
Correction: h6 - clinical code should have been 1967 rather than 2271. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's foot drop issue seems to be worsening since implanted. No intervention is currently planned.